Manufacturer narrative:
The defibrillation lead remains in service for defibrillation purposes only. No additional information is available. If any additional information does become available, this report will be updated.

Event description:
Boston scientific crm received information that during a normal follow up, it was discovered that there was oversensing caused by noise on this right ventricular defibrillation lead. The ventricular oversensing resulted in pacing inhibition and a short period of asystole for the patient. The noise was also observed on both the atrial and shock channels and could be reproduced on the atrial channel with patient movements. However, the noise on the ventricular lead could not be reproduced. It was also reported that there was diaphragmatic stimulation as well. All other lead measurements were within normal parameters. A revision was performed and revealed that there were two insulation breaches noted on the defibrillation lead and one on the right atrial (ra) lead. The insulation was repaired and induction testing was then performed. However, it was noted that during post shock pacing that there was another period of asystole caused by atrial signals being sensed on the ventricular channel. It was then decided to cap the is-1 portion of the defibrillation lead and reconnect a previously deactivated pace/sense lead for pacing purposes. No more periods of asystole were noted during the procedure and no further adverse patient effects were reported.